Event description:
The customer reported that during the preparation for a pt's case, rt found that the fluroroscopic images looked scrambled. Pt's case was performed with a different c-arm. No pt injured.

Manufacturer narrative:
The service rep found loose pin on the lemo socket.